Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling. The patient stated they charged their recharger full, but they had 0 to 2 coupling bars when trying to charge their ins. The patient repositioned the recharger antenna but it did not help. The patient reported having full coupling bars at one time, but it dropped off without them moving. The coupling issue resolved by using the antenna locate (al) feature and the patient had an al reading of 88 and full coupling afterwards. The caller then reported charging their ins overnight and again this morning. The patient stated they had 3-4 coupling bars last night and confirmed they don¿t use the recharger belt unless they are walking around. The patient said they did not charge to 100% or even half way. The patient mentioned that the ins worked a day ago, but now they could not get the stimulator to work or turn on. The patient confirmed the low ins battery warning screen was on the programmer. Adhesive discs were sent to the patient to assist them with recharging. No symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.